Manufacturer narrative:
(B)(4)

Event description:
It was reported that a physician was having communication difficulties with his tablet. After performing troubleshooting, it was determined that the issues was the serial cable. A replacement cable was provided to the physician. The serial cable was received on (B)(6) 2016. Analysis has not been completed to date.

Event description:
Analysis was approved on 06/14/2016. The cause for the communication issue was associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.